Manufacturer narrative:
(B)(4). D10: unk arcos stem, unk proximal body, unk neck, unk cup, unk liner. G2: foreign: italy. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a procedure 2 months post implantation due to a fistula. All devices remains implanted. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. It was reported the patient had an initial tha and later had a procedure for a fistula in the hip. A fistula refers to the abnormal connection that may form between two anatomical structures during the healing process, such as the skin and the hip joint, or other adjacent structures. The occurrence of a fistula after hip arthroplasty can lead to chronic infection, wound drainage, or difficulty in the healing process. To surgically repair a fistula it involves excising the fistulous tract and closing the wound to prevent recurrence. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.